Manufacturer narrative:
Phone number: (B)(6). Device evaluation: the pcb00 device was not returned at the manufacturing site; therefore product testing could not be performed. A photo of the device was provide and it was evaluated. It was observed that the device was handled and the cartridge tip was observed deformed. The complaint reported as tip deformed was confirmed. However, since the device was not return it was not possible to confirm if the deformation was related to the manufacturing process or a result of the handling process performed by customer. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the bevel part of the cartridge tip was broken off. No patient injury or involvement was reported. No further information was provided.